Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. In addition, it was reported basal iq software did not function as intended. There was no reported adverse impact to the customer. Pump was reset to resolve the issue.